Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the external interface pcb and the vertical column power supply (24v). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was not able to send images to the pacs server. It was also noted that this system has intermittent problems with the up and down power switch. There was no report of pt injury.